Manufacturer narrative:
Please refer to the updated analysis report.

Event description:
Reportedly, the longevity displayed during the pacemaker follow-up was too short, especially after reprogramming the atrial and ventricular pacing amplitudes to 2v. For the physician, the calculated longevity (6 years) is not coherent with the longevity values provided in the implant manual.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the longevity displayed during the pacemaker follow-up was too short, especially after reprogramming the atrial and ventricular pacing amplitudes to 2v. For the physician, the calculated longevity (6 years) is not coherent with the longevity values provided in the implant manual.